Event description:
Procedure: resection. According to the reporter: after firing the instrument, they checked the donuts and the distal one was missing. After a rectoscopy, the surgeons observed that the donut was still attached to the anterior part of the anastomosis. A leak test was performed and bubbles were found at the same location. Another device was used to completely redo the anastomosis. The patient recovered.

Manufacturer narrative:
(B)(4)